Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis. The customer's reported problem was "alarms cassette not properly attached". The pump was found to be in good condition. The pump was visually inspected and was tested for any signs of function and pressure failure. Inspection of the pump's event log revealed no evidence of customer's reported problem. The device was attached to a fluid filled cassette. The device was functioning properly. However, when the cassette was removed and the latch handle was closed, the device displayed "cassette not attached properly". When the handle was opened, the message went away. The latch lock flex and downstream sensor were replaced. What caused the reported problem was the latch lock and downstream sensor. Who caused the reported problem is unknown. Review of the device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "no cassette attached" alarm. No patient details were provided.